Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl. The customer was experiencing unexplained high glucose for two months. Troubleshooting was performed. It was stated that the events leading to her admission was throwing up and being disoriented. Reviewed the alarm history and found multiple error alarms. Advised the customer to discontinue use of the insulin pump until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.